Manufacturer narrative:
Good faith effort attempts were made to try and retrieve device return status, physician and healthcare facility details. As of today, requested information has not been received. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the insertable cardiac monitor (icm) device was coming out through the skin of the patient. The physician stated the patient was rejecting their icm device and therefore decided to explant it. No additional adverse patient effects were reported. The explanted icm device has not been returned.